Event description:
It was reported that following a non device related surgery the patient had trouble charging the ipg and has communication failed error. It was also reported that the ipg was non functional. The physician believed that the spinal cord stimulator was irreparably damaged, most likely by electrocautery during a lumbar surgery. The patient underwent an ipg replacement procedure. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery. Additional information was received that the explanted ipg was not returned and the patient was doing well postoperatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that following a non device related surgery the patient had trouble charging the ipg and has communication failed error. It was also reported that the ipg was non functional. The physician believed that the spinal cord stimulator was irreparably damaged, most likely by electrocautery during a lumbar surgery. The patient underwent an ipg replacement procedure. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.